Manufacturer narrative:
(B)(4). Additional information: a customer sent an actual sample for an evaluation. A batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing. A visual inspection revealed that the flaps at the bottom of the bags were ripped hence the reported problem was confirmed. From investigations performed, it was concluded that this reported non-conformance may be attributed to wear and tear of the locating pins which perform the holes at the bottom of the bag. As a corrective action to this complaint, the locating pins on the machine will be replaced on the next production run. Furthermore, baxter will keep monitoring these events during quality reviews.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a 3 liter oxygen bag in which the flaps are torn at the bottom of the bag. This was discovered before usage. There was no patient involvement or medical intervention necessary. No additional information is available.